Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the reservoir's plunger was sticking and she could not get the plunger out without getting air in. Customer's blood glucose level was 456 mg/dl. The customer treated with a manual injection and changed the infusion set. The device was not returned.